Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the stylet in it, and stylet visible kinked. The introducer was not returned. Using an introducer sample and a stylet sample to perform introducer insertion test, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the physician indicated during use of the ipg, it felt as there was no trackability. After the ipl was inserted into the introducer sheath, the lead "could not get down". The ipl had no trackability and could not be pushed. The ipl was removed and replaced with a different lead that was successfully advanced. No patient complications have been reported as a result of this event.